Event description:
It was reported that the device had a "system failure: primary audible alarm background test". Pump was not in use and there was no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the top case is cracked in front right corner. Functional testing was unable to duplicate, no problem found no repair was needed. Performed preventative maintenance (pm). Device software already updated to v1.6.5. The device passed all functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.